Manufacturer narrative:
The pipeline devices have not been returned for evaluation; product analysis cannot be performed. The devices have not been returned; the reported events could not be confirmed. The causes of the events could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Townsend rk, wolfe sq, anadani m, et al. J neurointervent surg 2020;12:67¿71. Medtronic literature review found a report of thrombosis after pipeline implantation. The purpose of this article was to review cases of acute postprocedure flow diversion thrombosis. The authors identified a total of 10 cases of thrombosis. Of the 10 cases, 7 patients had undergone placement of a pipeline (1 pipeline classic, 7 pipeline flex.) The number of days from pipeline placement to presentation with acute occlusion ranged from 0 to 83 days. In all cases, angiographic imaging demonstrated complete occlusion of the fd and associated artery (tici 0). The patients underwent endovascular attempts at reperfusion (angioplasty, thrombolysis, or both). All nine patients achieved tici 2b or greater revascularization. There were no intraprocedural complications. Some patients were identified as clopidogrel non-responders and were discharged on aspirin and either prasugrel or ticagrelor. Some patients had been non-compliant with clopidogrel and no changes were made to their antiplatelet regimen other than confirmation of compliance. The cause of thrombosis was unclear in some patients, and they were discharged with either the addition of apixaban to their prior antiplatelet regimen, or substitution of ticagrelor for clopidogrel.